Event description:
A surgeon reported an unexpected postoperative refraction following bilateral intraocular lens (iol) implant surgery. There are two medical device reports being submitted for this event; this report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 11/25/2009; medical records were received. A supplemental MDR will be filed if necessary in accordance with 21 cfr 803.56 if additional reportable info becomes available following review of the medical records. (B) (4). (B) (4).